Event description:
On 3/21/2023, it was reported by a sales representative via email that a suture from an ar-8926t knotless tightrope syndesmosis repair implant system broke during tensioning. This was discovered during an ankle fracture procedure on (B)(6) 2023. The case was completed using another tightrope. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.